Event description:
It was reported that the patient experienced a low blood glucose event with values reported below 40 mg/dl while using the ilet system, with the patient noting a preceding rise before the drop and reporting that meal announcements were not being made and that alarm sounds were not loud enough. Symptoms included no loss of consciousness, dizziness, or other immediate health effects. Outcomes included self-management without professional medical intervention or assistance. Investigation included troubleshooting and user education. Investigation of this case revealed a low glucose event with unclear cause and that oral carbohydrates were used to treat the hypoglycemia. It was concluded that the hypoglycemia was of unclear cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.